Event description:
Patient reported right side "lump or thickening in or near the breast or in the underarm area." Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lump/nodule is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lump/nodule.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported right side "lump or thickening in or near the breast or in the underarm area." Device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr / psr on 23-oct-2014. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ lump/nodule: unable to observe as it is not related to the device. As per the investigation procedure, observed opening on posterior side was assessed as surgical impact opening. (Shell thickness within specification) and non-penetrating nicks were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side "lump or thickening in or near the breast or in the underarm area." Device has been explanted.